Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and performed visual inspection and found sensor with cannula broken, broken part is missing. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
The customer reported via phone call that they experienced lost sensor alarm. The customer's blood glucose value was unknown. The customer stated that her battery lock cover broke in half. The customer stated that her sensor will not connect. The customer reported lost sensor occurred during the initiation period. The product was returned for analysis.